Event description:
(B)(4). The day I got essure I had severe pelvic pain but prior to getting essure my dr knew I had a nickel allergy and she told me there was no nickel in essure and now a year later its moving into my uterus and im having a lot of issues still severe pelvic pain, I headache for 9 months straight and now I have vertigo I have to have a hysterectomy to remove everything.